Manufacturer narrative:
Sample was collected in a 5ml edta vacutainer tube and sampled within 13 minutes of collection. Sample storage information was not provided. Instrument was currently within qc specifications with respect to controls (accuracy) and repeatability (precision). Controls were run before and after the event, and were within assay limits. Root cause is unknown at this time. Per beckman coulter inc labeling, platelet counts can be affected by giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, red cell fragments.

Event description:
A customer contacted beckman coulter inc (bci) to report that the coulter lh780 hematology analyzer generated erroneous platelet (plt) count of 59 with no instrument flags for (one) 1 patient. The erroneous result was reported out of the lab and was requested a re-run by the physician. Subsequent run of the sample on an alternate instrument generated a result of 128 and a suspect message for platelet clumps. The customer vortexed the sample and ran it on both the lh780 and alternate instruments and obtained a result of 173. These results were deemed to be correct and were reported out of the lab. There was no effect on patient treatment.